Event description:
It was reported that during a pouch procedure, the very skilled surgeon could not attach the head to the stapler. They opened a new stapler and succeeded to attach the head to this one, which did not seem to have the resistance with this returned device. Surgery was prolonged 10 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information received: the purse string was placed by hand. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut indicating that the instrument achieved a full firing stroke; however, the instrument was received fully loaded with staples. The anvil was detached and attached to the device without any difficulties noted. A new washer was placed on the instrument and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the washer was cut without the instrument deploying the staples, it is possible that the returned anvil does not belong to the returned device. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.